Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A certified ophthalmic assistant reported trace diffuse lamellar keratitis (dlk) one day post presbyopic corneal inlay procedure. Reporter indicated topical steroid dosage was increased, and issue resolved by day three post procedure.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. Potential contributing factors could be bacteria introduced in the eye from the flap lifter instrument, corneal marker or glove powder. (B)(4).